Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer was admitted to the hospital's intensive care unit with a blood glucose (bg) level over 400 mg/dl and high ketone levels that were identified as dangerous by a health care provider. The customer was treated with intravenous fluids of saline and insulin to address the bg level. The customer reverted to an alternate method of insulin therapy. Multiple follow up attempts were made to gather additional information but no response was received.